Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
In response to the advisory noting the potential for internal device arcing during high-voltage charging, the implantable cardioverter defibrillator (ICD) was prophylactically replaced. No device malfunction was observed while the device was in use, however, given the potential for loss of device functionality, the ICD was explanted and replaced to preclude harm to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.